Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 one infusion set tubing had come apart and infusion set is used for 2 day. No further information available.